Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display. The home patient (hp) did not have information whether they were connected or not. The technical service representative (tsr) reviewed the alarm log. The hp had powered off the hc. The tsr had the hp power the hc on. The hc went to press go to start. The hp stated that there were no leaks and that she did not disconnect during therapy, and that there were no unused lines. The tsr assisted to retrieve the cassette and advised to let the renal nurse know about the alarm. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.